Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The thread pulled off of the needle. Issue occurred on three different threads of the same box. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem . Additional h3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample and one open undispensed sample that pertain to product code 8807h were received for analysis. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One open box with six representative unopened samples that pertain to product code 8807h was received for analysis. In order to evaluate the condition of the returned samples, the packets were opened. An incorrect swage was noted since the mark of the swage area was higher than usual (near the solid part of the needle) and consequently, caused a pull-off. Based on the information currently available, an incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: was there any patient consequence? There were no consequences following this incident, the nurse took another box.